Event description:
On (B)(6) 2025 the caregiver reported that the user¿s bg was 47 mg/dl. The caregiver treated with 15 g carbs every 15 minutes; the user felt well and remained at home. No long-term effects reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.